Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and severely tortuous below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for pre-dilatation. However, during the third inflation at 10 atmospheres for 10 seconds the balloon ruptured. The device was completely removed and the procedure completed with another of the same device. There was no serious injury or adverse patient effects.